Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3 - evaluation is in progress, but not yet concluded.

Event description:
The user facility reported to terumo cardiovascular, that during cardiopulmonary bypass, they noticed the oxygenator was not performing. As per user facility, the patient was on vv ECMO on date surgery. ECMO initiated on (B)(6) 2025 using cardiohelp hls with getinge/maquet oxygenator. There were no issues with oxygenator performance during this time. There was a blood loss of 250cc. Product was changed out. Procedure completed successfully with approximately 5 minutes delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 10, 2025. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H6 (identification of evaluation codes 10, 3331, 213, 67). The returned sample was visually inspected upon receipt, with no anomalies noted such as breakage. The sample was then rinsed and dried, and the amount of oxygen transfer and carbon dioxide gas removal were measured according to product inspection procedure. The sample confirmed to meet factory's specifications, with no anomaly found. The manufacturing and incoming inspection records of the actual sample were reviewed, with no anomalies found. Analysis of the history log of extracorporeal circulation; no anomaly was found that contributed to the performance deterioration. A root cause could not be determined as the device was found to function as intended. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.